Event description:
It was reported that this right atrial (ra) lead was explanted due to a dislodgement presented, which was confirmed through x-rays. The patient reporter feeling palpitations and a jumping sensation in the are of the device, due to muscle stimulation, which is normal after surgery. No additional information is available at the moment. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information: b5. Describe event or problem.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a dislodgement presented, which was confirmed through x-rays. The patient reporter feeling palpitations and a jumping sensation in the area of the device, due to muscle stimulation, which is normal after surgery. No additional information is available at the moment. No additional adverse patient effects were reported. Additional information was obtained, the lead was not explanted, it was only repositioned.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a dislodgement presented, which was confirmed through x-rays. The patient reporter feeling palpitations and a jumping sensation in the area of the device, due to muscle stimulation, which is normal after surgery. No additional information is available at the moment. No additional adverse patient effects were reported. Additional information was obtained, the lead was not explanted, it was only repositioned. Additional information was received, the patient was feeling palpitations sensation in the area, it was told that it was a muscle stimulation presented and that was normal after the surgery. The lead remains in service. No additional adverse patient effects were reported.